Manufacturer narrative:
An event regarding a setting time issue involving simplex cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were provided. Review of the batch manufacturing records indicate components were manufactured and accepted into final stock on with no reported discrepancies. There have been two other events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
Simplex cement: the setting time of the cement was longer than normal. It was confirmed that the storage and temperature is still the same as this was before.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Lot bgy023 is made up of powder lot 0442e004 and liquid lot 897ey which were also reviewed and no discrepancies noted. There have been two other similar events for the lot referenced. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation

Event description:
Simplex cement: the setting time of the cement was longer than normal. It was confirmed that the storage and temperature is still the same as this was before.